Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon has to explant the lens due anterior vaulting approximately one month after lens implant. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
Additional information has been received. The lens was explanted from patient¿s right eye because of ¿myopic shift due to anterior vault of iol immediately post-op.¿ the 24.00d lens was exchanged for a 24.50d toric lens of a different model. Patient is doing well post lent exchange.